Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use a resolute integrity stent to treat a lesion in the proximal lad with moderate tortuosity, moderate calcification, approximately 90% stenosed. Device was removed from packaging per IFU and inspected with no issues noted. Lesion was pre-dilated with a 2.0 balloon to nominal. Resistance was encountered when advancing the device. It is reported that during delivery through the vessel there was a break/fracture at the strut. The resolute would not cross the lesion, it was reported that there was a proximal curve in lad where stent hung up. No excessive force used during delivery. When the device was removed from the patient a strut was sticking out. A 2.75 x 28 mm non-medtronic stent was able to cross. No patient injury reported, patient is doing well.